Event description:
Battery in unit got so hot that it burned the nurse when she changed the batteries. This is the 3rd transmitter of the same model from our facility to have this same problem. By the manufacturer's own admission, this is a known problem with no planned changes to the design of the system.